Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14882. It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue. As a result, surgical intervention occurred wherein the scs system was explanted to address the issue.